Event description:
The customer was hospitalized for diabetic ketoacidosis. Troubleshooting was performed. The insulin pump passed the prime test, but the nurse noticed leaks at the tubing and reservoir connection during the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.